Event description:
It was reported that the 9800 system needed the battery replaced. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended, and put back into service.